Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) reset during a pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (reset during pulse testing) is currently being investigated. The distributor indicated that the monitor reset during the pulse test. The monitor was sent to engineering for further investigation. A root cause investigation is currently underway. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective monitor.